Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited out of range pace impedance measurements during a revision procedure. It was believed that this product was damaged during the extraction of the patient's other leads. This product was removed from service and is not expected to be returned. No adverse patient effects were reported.